Event description:
Legal summons alleges that a consumer was traveling down a slope in her power wheelchair on the sidewalk. The allegation is that as she started to round the sidewalk to the left and enter the area of fully depressed curb, the wheelchair allegedly tipped over towards the right. Event allegedly resulted in a fractured right wrist and other serious injuries. Complaint indicates that the sidewalk / roadway / right away was not ada compliant and as such caused and contributed to the event.

Manufacturer narrative:
Serial number of device was not provided. No allegation or indication of device malfunction present. To the best of the manufacturer's knowledge, the device remains in use. Device return not anticipated.